Event description:
It was reported by the physician that the patient was seen due to breakthrough seizures. Upon vns interrogation, the patient's impedance was low. The patient also reportedly had swiped her magnet 3 days after the seizure and 30 minutes later, she felt local discomfort over the device and had some accompanying chest tightness. Due to persistent discomfort she went to local ER the next day. The physician reported that the patient was now feeling better but still had some mild local discomfort. It was determined through data review that low impedance had been observed on date of the generator implant in (B)(6) via system diagnostics on the new generator. Pre-operatively, diagnostics on the generator that would be explanted were okay. Follow-up with the attending representative found that during this patient's implanting surgery, there was a concern of contamination so the first generator in process of being used was discarded and a new generator was used. The generator that was opened but not used had no evidence of low impedance in the programming data. Per the attending representative, there was no report of the surgeon damaging the lead. Review of the internal data of the generator indicated that low impedance had been observed intermittently since implant in (B)(6). No other anomalies identified. Programming history review of the patient's previous generator showed no evidence of low impedance. The device history records for the implanted generator were reviewed. The generator passed final functional and quality specifications prior to release. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient's lead was replaced due to low impedance. Product return is not expected. No further relevant information has been received to date.

Event description:
Per the physician, there was no trauma or manipulation t the lead. It was reported through clinic notes that the patient had been seizure free since generator replacement in (B)(6) 2019 until end of (B)(6) 2019, where the patient had a seizure. She had an aura three days later and so she swiped her vns magnet and nothing notable occurred. However approximately 30 to 40 minutes later she began to have discomfort at the vns site and tightness in the chest. The pain persisted to the next day and went to the ER which found no abnormalities. The discomfort has gradually gotten better but was still present. This worsens when she leans forward or reaches up with her left arm. The patient had a recent seizure and they were concerned that the vns was not working properly. No known surgical intervention has occurred to date. No further relevant information has been received to date.